Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that shaft break occurred. A 3.25mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, during procedure, it was noted that the shaft was found fractured. There were no other information provided.